Event description:
It was reported that a display issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to case and window damage. Pictures were taken. A receiver charge test was not performed due to the damaged lcd. A receiver boot test was performed and failed due to lcd damage. Functional tests were not performed due to lcd damage. A manual touchsreen test was performed and failed. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to lcd damage. The allegation was confirmed. The probable cause was determined to be lcd damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).